Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a prime rewind issue. Customer stated that she was trying to change her set and it extended the piston quickly. Customer stated that it was shooting out insulin and then resetting. Customer tried resetting it to no avail. Customer's blood glucose was 169 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that she was wearing the pump during priming. Customer declined further troubleshooting. Customer was advised that the pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion test and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.